Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door while ending their pd treatment. The patient reported fluid was discovered on the cassette exterior and leaked from the bottom of the pump door. It is unknown at which point in therapy the leak may have begun. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. Upon inspection the cycler set cassette film was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) and a new cycler was issued to the patient. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.